Event description:
It was reported that during a recanalization procedure via contralateral approach, the recon allegedly was not getting into the crosser. It was further reported that the crosser allegedly disconnected from the recon. Reportedly, they had to pull everything out. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via contralateral approach, the recon allegedly was not getting into the crosser. It was further reported that the crosser allegedly disconnected from the recon. Reportedly, they had to pull everything out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one recon support catheter loaded onto the distal end of a crosser iq catheter was received for evaluation. Product packaging and label were not returned. Upon visual evaluation, residue was noted throughout the device. Bunching and material deformation was noted to the distal end of the recon support catheter. No other anomalies were observed. Upon functional evaluation, an attempt to retrieve the recon support catheter from the crosser iq was made but it was unsuccessful. Heavy resistance was felt. No further testing was performed. Therefore, the investigation is confirmed for the reported device-device incompatibility and retraction problem as the attempt was made to retrieve the recon support catheter from the crosser iq was made but it was unsuccessful. Also, the investigation is confirmed for the identified material deformation as the bunching and deformation were noted at the distal end of the recon support catheter. A definitive root cause for the alleged retraction problem, device-device incompatibility and identified material deformation issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(device, method). H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd